Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 additional information was received from a manufacturer representative. It was reported that the patient had met with another manufacturer representative from the reporter and that records indicated that the patients ins had been restarted and that it had been documented as successful. The record entry had no addition information. It was reported that the patient ins was restarted and the patient and satisfied at the end of the contact with the manufacturer r representative. The representative stated that the patient never made them aware of the lead was in an awkward spot and radiating into their rib cage. No additional patient symptoms or additional device complications were reported for this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient needed to have her stimulator "reset", because the stimulator died and she had not charged it for awhile. The patient reported she was able to get the stimulator charged but "it doesn't start." Patient services asked patient if she meant that she cannot turn stimulation on and the patient confirmed this. The patient reported she had not been using the stimulator, because one of the leads was in an awkward spot and was "radiating stimulation onto her rib cage" and this was uncomfortable. The patient reported she saw a "physician message/error message" but did not recall any code associated to this message. The patient noted she needed to get her implantable neurostimulator (ins) reset, because she needed mris. She noted "they want to see where the leads are." No further complications were reported/anticipated.